Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer's husband called on (B)(6) 2019 to report his wife experienced a tampon fall apart and had pain. She was worried about tss and had an emergency room visit where she was treated. Details on what she was treated for were not provided.